Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15923, 2938836-2019-15926. It was reported that after the implant procedure, decrease in p-wave amplitude, high capture threshold, low impedance, lead noise, and far field r-wave oversensing were observed. It was suspected that the lead insulation was damaged during implant procedure since suture sleeve was secured too tight. The noise could be reproduced via isometric testing. The new atrial lead was implanted with normal measurements through the analyzer. Upon placing the device into pocket, the same issues occurred with the new lead. Another lead was tried with the same results. It was concluded that the issue was due to the device. Upon inspection, the sealing ring of the device atrial port was defective and created a current leak. Significant red coloration in the atrial port was noted. The leads and device were explanted and replaced. The patient was stable.